Event description:
Acl was performed in 2007. Patient complained of pain and swelling over screw/surgical site (tibia) 2 months later. Incision and drainage was completed. Dressing and antibiotic (zinnat) applied. Healed in one week, no growth.

Manufacturer narrative:
Product recall initiated august 21, 2007. No product is being returned for evaluation.